Event description:
Baxter reported an incident on non-delivery during patient use at the facility. The pump was infusing 114ml of cispaltin and 1000ml of 0.45 h/s. The solution was checked at the time when it was expected to tbe finished and reportedly, the amount of cispaltin in the container remained about the same. No patient injury had been reported. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: reported the pump was checked both by biomedical department and baxter technical services and no functional issue was found.